Manufacturer narrative:
B3 date of event and d6a date of implant: used the first day of the month of the aware date as no procedure date was provided.

Event description:
It was reported that removal difficulty occurred. A synergy stent was advanced and deployed. The delivery system could not be withdrawn.